Event description:
It was reported that the user experienced prolonged hyperglycemia with a highest cgm reading of 344 mg/dl and thirst after changing the infusion site and supplies while using an ilet system and also administering subcutaneous fast-acting insulin by pen without disconnecting from the pump; the user reported that glucose trended down to 160 mg/dl afterward. Symptoms included hyperglycemia and polydipsia. Outcomes included no health consequences or impact, with documentation also indicating unexpected medication use and classification as a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed insufficient information about a device problem or component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.